Event description:
Rptr alleged the lancet needle that is a part of the multiclix lancing system used in finger-stick blood glucose testing would not retract after it was previously used on a pt. The rptr also stated that there was an accidental needed stick and that the facility using the system followed their procedure for accidental sticks and all was stated to remain ok. Rptr indicated the system was discarded after use, therefore, no product will be returned for evaluation despite the request for the return of the suspect product and replacement product being sent.